Event description:
It was initially reported that the pt had two grand mal seizures and was admitted into the hospital. The pt had only two other grand mal seizures in her life. The pt reported no change in lifestyle or medications. The physician believes that the pt seizures that lead to the hospitalization were related to a depleted generator. The pt reported that she feels her seizures are worse than before vns. The pt had generator replacement and the explanted generator has been returned to the MFR for eval. Product analysis is planned, but has not been completed. Good faith attempts to gain more info have been unsuccessful to date.